Event description:
It was reported that a (B)(6) female patient had undergone a breast augmentation revision surgery with implantation of a 475cc mentor smooth round moderate plus profile prosthesis. Post-operatively, the patient was diagnosed with baker graded iii capsular contracture affecting the right breast prosthesis. As a result, the patient underwent removal on (B)(6) 2022. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2021-13882 for the contralateral event.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).